Manufacturer narrative:
This report is filed june 23, 2016.

Manufacturer narrative:
This report is filed april 7, 2016.

Event description:
Per the clinic, the patient experienced pain and swelling due to migration of the device. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.